Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, d4, g3, h4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear, femoral loosening, and tibial loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 134 months after a left total knee replacement procedure, the underwent a revision procedure to address prosthesis wear, grooving and delamination of the patella resulting in a grossly loose tibial component as well as loosening of the femoral component. No further issues or complications were reported. No additional information is available.

Event description:
It was reported via legal documentation that approximately 134 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, knee buckling and mechanical symptoms with the knee. Intraoperatively, the surgeon observed diffuse synovial proliferation with grey-colored staining to the synovial lining of the joint. The polyethylene liner was noted to have significant wear of the articular surface of the liner as well as grooving and delamination on the patellar button. It was also observed that the polyethylene liner was not locked into the baseplate, and the tibial component was significantly loose. Femoral component was noted to be debonded from the cement with and metaphyseal bone loss of the femur. The patellar component had erosive wear. The patient was revised to a competitor's construct. No medical or surgical intervention was reported. No additional information was provided.

Manufacturer narrative:
Additional information: a2, a3, b5, b7.. Corrected fields: d4, d10, h6: clinical code, added medical device problem code, corrected type of investigation and investigation findings. D10: ((B)(6)) 204-04-32 - trapezoid tibial tray sz 3f/2t. ((B)(6)) 234-02-03 - optetrak asy,ps cemented femoral, sz 3, ((B)(6)) 204-23-13 - ps tibial inserts sz 3, 13mm.